Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to speak to the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient could not specify when the alleged issue first began but claimed that on the same day he contacted lfs for assistance, he was experiencing symptoms of "incoherence." The patient manages his diabetes with an unknown type of insulin through pump therapy. He claimed that he tested (or was tested) using the subject meter and reportedly obtained a blood glucose reading of "79mg/dl" at an unknown time in the morning. He stated the paramedics were contacted and when they arrived, they tested him using an hcp meter (brand unknown) and obtained a value of "45mg/dl." The time difference between the two results was less than 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. He stated the paramedics treated him with food and/or drink at approximately 9am. It is not clear if the patient was taken to the hospital and tested again on that same day. The patient stated that another test was performed on the same day, with an hcp meter and reported a value of "22mg/dl." The time of this test was not specified. It would have been helpful to know when this test was performed and with what device. It would have also been helpful to know what the patient's previous blood glucose results were before developing the symptoms and what actions he took in response to those results. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct; samples were obtained from the same approved site and the patient was performing the test correctly. A control solution test was not performed since the patient did not have any. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury that required treatment by an hcp after the alleged product issue began.